Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the ra lead was fractured. Lead was capped and replaced. No further information available.